Event description:
Patient's representative reported right side capsular contracture baker grade unknown, swollen lymph nodes, as well as pain in the joints and arms. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, pain, arthritis (not device related).